Manufacturer narrative:
The li-ion battery (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. Visual inspection was performed and no physical damage was observed to the battery. Functional testing of the battery was performed and the battery passed all testing criteria. The reported complaint of this li-ion battery will only give about 5 minutes run time was not confirmed.

Manufacturer narrative:
Product in complaint was returned to zoll on 10/15/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during a routine shift check, when the autopulse platform was run with a li-ion battery, it only performed 5 minutes of compressions, even though the battery provided an indication that it was fully charged. There was no report of any patient involvement. No further information was provided.